Event description:
An abstract reporting on the results of vagus nerve stimulation in ten children with refractory infantile spasms was reviewed by the manufacturer. The article indicated that one of the patients developed an infection, and was subsequently explanted three months after initial vns implant surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
"Results of vagus nerve stimulation in 10 children with refractory infantile spasms." Epilepsia, vol. 39, suppl. 6, 1998.